Event description:
Filche clip applier worked one time and then did not work. Manager notified item removed from service. M.d. Switched to falope ring applier and deployed to both sides of tubes. (B)(4).